Manufacturer narrative:
One cadd-legacy® 6400 pump was returned for analysis. Upon visual inspection the tamper seal was found missing. The event history log was reviewed; no discrepancies noted. Accuracy testing was completed; the pumps average delivery error was observed to be within specification of (B)(4). Based on the evidence, the complaint was not confirmed as there was no fault found.

Event description:
Information was received indicating that during bench testing, a smiths medical cadd legacy pump failed accuracy testing (-7.90%). No adverse effects were reported.